Event description:
Information received indicates the head hi/low is drifting down slowly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information. The surgeon took a new cartridge and, before using it, he compared it with the flawed cartridge: he clearly saw the difference, as the staples were visible in the new cartridge. The surgeon concluded that the first cartridge was empty before use.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with two reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, there were missing staples. After the first firing on the gastric tissues, the surgeon removed the stapler in order to cut the tissues. It was first noticed that no staples were delivered. Then, the surgeon removed the cartridge to check if the staples were still inside, but noted that there were no staples at all. The second cartridge could be used properly. Both stapler and empty cartridge will be returned. There were no adverse consequences for the patient.